Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 400 mg/dl, which was treated with manual injection. Customer was able to resolve no delivery with reservoir change. Customer did not want to return reservoir nor infusion set for analysis. Customer was advised to call back should issue re-occur. No further information provided.